Event description:
Anatomic inverse baseplate did not ingrow and loosened with screw fracture. Required revision to trabecular metal baseplate.

Manufacturer narrative:
Other device used: catalog # 0104223236, as inverse glenoid head 36, lot # 2321197. Catalog # 0104223024, inverse/reverse screw 24, lot #2324281. Catalog # 0104223036, inverse/reverse screw 36, lot # 2294899 (failure code 1069). A check of the manufacturing papers of all mentioned products showed no deviations of the specifications. This report will be amended when our investigation is complete.